Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2021. During the procedure, the stent was unable to deploy. The stent was removed fully covered by the outer sheath. The procedure was not completed due to device availability and the patient was rescheduled on (B)(6) 2021 for another procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be in good condition.